Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade 4.

Event description:
Healthcare professional reported, "breast pain/contracture¿. Healthcare professional, later confirmed, capsular contracture, baker grade 4. Record is for left side. Device has been explanted.

Event description:
Healthcare professional reported left side pain and capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2; a3a; a4;